Event description:
Report received of an overdelivery. The pump was programmed in the tpn mode to deliver a vtbi (volume to be infused) of 1800ml at an unspecified rate, with a 1 hour taper up, a 1 hour taper down, for a duration of 12 hours. The container size was 1860ml. The infusion was started in the patient's home at an unspecified time in 2004. The infusion was reported complete "too early" the following day. There were reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.